Event description:
Event description guidant received information that this pacemaker was explanted due to alleged premature battery depletion. The patient is 100% paced, pacemaker dependent. Due to high thresholds the output voltage was programmed at high at 5.0 volts, and reached elective replacement time after a little more than 2 years in service. The device was inadvertently disposed of, therefore, analysis is not possible to confirm or deny the allegation of premature battery depletion. There were no adverse patient effects.